Manufacturer narrative:
Date sent:07/06/2007. Evaluation summary: based upon the inquiry information received visual and functionally examination; the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that after turning their unit on, they received a vacuum tubing error code while initializing the probe. They checked the connections and then had a burning smell. They stopped the case and completed it with another device.